Manufacturer narrative:
The 16f sheath was returned with the commander delivery system. The sapien valve was crimped to the triple marker through the loader tube. Visual inspection of the returned esheath was visually inspected and the following was observed: esheath and 2 introducers were returned separately. Sheath partially expanded approximately 5.5" from distal strain relief. Tip received unopened. Slight lift was observed on the sheath liner. The received patient imagery was reviewed and the following was noted: mild calcification and tortuosity were observed present in the patient¿s access vessel.   Based on the nature of the complaint, there was no applicable dimensional inspections. During pre-decontamination evaluation of the returned device, an attempt was made to advance the ds through the esheath. The commander delivery system was inserted through the sheath leading to the tip opening as designed and the sheath shaft expanding as designed with no noticeable resistance. A device history record review (DHR) was performed and the review did not reveal any manufacturing non-conformance that would have contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The  reported event was unable to be confirmed. No manufacturing non-conformances were identified in the returned sample. A review of DHR supported that a manufacturing non-conformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. A detailed root cause analysis for similar returned sheath shaft resistance with delivery system complaints has been conducted and summarized in a technical summary written by edwards lifesciences. The technical summary provides details of contributing factors for increased resistance during insertion and advancement of the delivery system through the sheath. The following vessel characteristics and procedural factors were identified as the root causes for encountering increased resistance: tortuous vessels can create sub-optimal angles that can lead to non-axial alignment in the advancement of the delivery system. Per the reported information, the patient¿s access vessel had mild tortuosity. Steep insertion angle can result in non-coaxial alignment between the delivery system and sheath, which during advancement may lead to resistance. Excessive manipulation during advancement of the sheath can increase resistance due to excessive pressure applied to the system. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with an esheath resistance with delivery system. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. It is possible that the patient¿s tortuous anatomy led to the delivery system being inserted at an angle which may have increased the resistance felt when attempting to advance the system through the sheath. As such, available information suggests that patient factors (tortuosity) and procedural factors (steep insertion angle and device manipulation) may have contributed to the reported event. Since no edwards defect was identified, no corrective or preventative action is required. Control limits are managed and assessed.

Manufacturer narrative:
A supplemental MDR is being submitted to correct the reported device. The following sections of this report has been updated: h10 (narrative text), b1 (product problem unchecked), d1 (brand name), d4 (model, lot number and date of expiration), f10 (device code) and h4 (device manufacture date). During further clinical review, information obtained clarified that the injury previously reported against the commander delivery system in this MDR is against the esheath. As such this MDR was reported in error against the delivery system and a corrected supplemental report is being submitted.

Manufacturer narrative:
The device is to be returned for evaluation. Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), a transfemoral transcatheter aortic valve replacement (tavr) was performed via a cut obtained on the left femoral artery. The 29 mm sapien 3 valve and commander delivery system were inserted 5 cm, when the system jammed and could not be advanced any further. The delivery system was withdrawn. The operator judged the valve and system were still usable because the valve remained in the loader. Following multiple pta with 7 mm balloon, the system was re-inserted into the sheath and faced intense resistance again. Attempt of insertion was made after repeat pta with 7mm and 8 mm balloons but failed. On the 3rd attempt, the valve advanced the most to the position where its distal part slightly exposed from the loader. The loader was fully inserted into the sheath on every attempt. The sheath, delivery system and valve were withdrawn, and the subsequent procedure was successfully completed with another kit. A small dissection was found at the access site and fixed surgically. The patient left the operating room in a stable condition. The sheath, delivery system and valve will be returned for evaluation.